Event description:
The technician alleged the bed had a loss of ground reading during a maintenance check. No pt impact.

Manufacturer narrative:
The technician replaced the power cord to resolve the issue.